Manufacturer narrative:
The complainant was unable to provide the suspect catalog/model number, device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported to boston scientific corporation that a 24fr replacement balloon was being used with a y-port adapter. The exact procedure date is unknown, however in (B)(6), 2009. According to the complainant, post procedure, the plug/cap on the y-port adapter tore loose. The device was replaced with a new y-port adapter. There were no patient complications reported as a result of this event.